Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: during investigation, the pump alarmed with a call service (cs 069) during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated the complaint, investigation revealed that the battery compartment was cracked. Unrelated to the complaint, the audio bolus button cover was found to be torn. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.